Event description:
Related MFR report number: 2017865-2023-36270. Voluntary medwatch form received notes that a patient presented with a drop in heart rate. The patient was seen in clinic and the physician suspected the pacemaker (pm) to not be functioning. The physician elected to reposition the right ventricular (rv) lead. The patient continued to have a drop in heart rate and was rushed to the emergency room by ambulance. The patient was vomiting blood. The physician determined that the right ventricular (rv) lead was damaged and not functioning; physician elected to explant and replace the rv lead. A few days after the procedure, the patient presented to with a drop in heart rate. Device interrogation revealed that the patient is now requiring higher capture thresholds. Programming changes were performed to resolve the issue. The patient's heart rate is now stabilized.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5118514, mw5118515, mw5118516.

Manufacturer narrative:
Supplemental report needed to include a related MFR report number in b5 of the MDR.

Event description:
Related MFR report number: 2017865-2023-48025.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.

Event description:
On (B)(6) 2023, the patient's right ventricular (rv) lead was repositioned. On (B)(6) 2023, the physician elected to explant and replace the rv lead. On (B)(6) 2023, the patient presented with high capture thresholds and programming changes were performed to resolve the issue. Capture threshold continued to increase and on (B)(6) 2023 programming changes were performed.